Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 3. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.